Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, stent damage occurred. The 85 to 90% stenosed lesion was located in a long lesion at the right coronary artery with severe calcification and was moderately tortuous. The physician implanted a taxus liberte 3.0x16mm stent at the mid right coronary artery and planned to implant a 2.5x16mm taxus liberte stent at distal right coronary artery. Since the stenosis was calcified, the second stent would not cross the lesion and when it was withdrawn it was found to be deformed. The physician post dilated with 3.0x12mm high pressure balloon and delivered a 2.5x16mm unknown stent to distal right coronary. The stent was implanted smoothly. The patient status is stable with no complications reported.